Event description:
It was reported that the pump battery could not be charged. The caller attempted to resolve the issue by using a different wall adapter and charging cable, but these actions did not resolve the problem. Despite this malfunction, there was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.